Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: sn003705 used in treatment was not returned to the designated complaint unit for evaluation, and the navio surgical system log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. Although the reported complaint could not be confirmed, a contributing factor for the checkpoint verification error could be due to the tracker having moved from an ¿edge¿ to a ¿flat,¿ or the tracker could have been bumped at some point during the case. The user likely thought the tracker did not move because everything could have looked fine visually. However, if the bone tracker was tightened on its edge, it is still susceptible to rotating to its flat side, even if the tracker is tight and rigid in the clamp. Other possible scenarios include loose bone pins that could have moved the tracker, or if the tracker had been bumped into and the bone tracker moved up or down the bone pins, or shifted horizontally through the clamp. Detailed instructions for placing the bone pins and tracker arrays is provided in the surgical technique guide. Checkpoint pins should be placed in both the femur and the tibia, in positions where they will not be disturbed during bone removal. The recommended position for the femoral checkpoint pin is in the medial or lateral femoral metaphysis. The recommended position for the tibial checkpoint pin is within the incision distal to the anticipated tibia cut. Refer to the user¿s manual for the placement of the bone tracker attachments. Rigid fixation of the femur and tibia tracking arrays into the bone is critical for a successful navio surgical system surgery. If it is suspected that a bone tracker array has moved during surgery, secure the tracker array and click on the appropriate icon to return to the checkpoint verification screen to re-collect and reverify the checkpoints. If a navio surgical system failure occurs at any point during the surgical case, the surgical technique guide provides a ¿recovery procedure guidelines¿ table for recovering to a fully manual procedure. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This situation was captured in the navio risk assessment released at the time of the complaint. No containment or corrective actions are recommended at this time. If the system log or case log associated with this event are returned in a reviewable format at a future date, this evaluation will be reopened for investigation. Additional information: d4

Event description:
It was reported that, during a navio-assisted surgery, while the surgeon was using the visualize screen and visualizing the disc on the femur, the numbers to check out the cut and to check that the cut block is aligned were way off. Also, it was reported that the software says the femur array moved when checking the check points; however, the surgeon believes it did not move. It is unknown how the procedure was completed and if there were any delays. The patient outcome is unknown.